Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2026, the sensor wire was reported to have been retained in the pediatric patient's skin. No symptoms were reported. The patient went to the hospital. Visual inspection revealed that 3 mm of the wire remained. No specific diagnostic testing was reported. A surgical intervention was performed, and a 7mm sensor wire was reported to have been found. Besides the surgical intervention the patient was treated with an oral antibiotic, kefral. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).